Event description:
During a trochanteric fixation nail procedure, while the surgeon was using the opening reamer, approximately 0.5 inches of the back end piece broke. There were no pieces to retrieve. The surgeon used a reamer from another reamer set to complete the procedure. There was no adverse event to the patient. This report is for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. Manufacturing evaluation reports that the complaint device was received with the tip of the drill bit broken off. The complaint product met dimensional specifications and the material and hardness were confirmed to be within specifications. The tip could not be measured as it was broken off. The instrument conformed to dimensional specifications at the time of manufacturing and passed incoming inspection. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation conducted, this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)